Event description:
It was reported that the insertion of the electrode array into the cochlea was unexpectedly difficult during implantation surgery, which took place on (B)(6) 2011. Three electrode contacts were left outside the cochlea after implantation. The performance with the implant had decreased over time. A CT scan before re-implantation surgery showed 7 electrode contacts being outside of the cochlea. The pt was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4), where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.